Event description:
Voluntary report received: mw5164062. Patient underwent left total knee arthroplasty in 2018. Surgical report indicates the components used in this case were: depuy attune posterior stabilized femur & depuy attune posterior stabilized tibial components. During postop visit with surgeon in 2018, it was noted that the patient still had aching pain, swelling, much stiffness, walked with a limp, and still needed to use a single cane. Patient's flexion had been reported to the surgeon as only 60 degrees, however during this follow up visit the patient could only get to 40 degrees flexion, in spite of rigorous physical therapy and the use of a cpm machine at home. As a result, the surgeon determined he would need to perform left knee manipulation under anesthesia (mua). Manipulation was performed in 2019. In spite of continued rigorous, daily physical therapy & the use of a cpm machine at home the patient was still not reaching a desired goal of 90-120 degrees flexion. In 2019, the patient ended pt with approximately a 90-degree bend and returned to work, while continuing pt and home exercise. Their flexion regressed, and they continued to have pain, swelling & stiffness. They continued to need a cane for assistance with walking. Flexion was only about 65% at this point. The patient enrolled in an 8-week medical fitness program which included more physical therapy. That ended, and they sought the help of yet another physical therapist with some relief of pain and stiffness achieved, but not much more flexion. The patient then tried aqua therapy. Finally, in of 2022, the patient met with an orthopedic surgeon who suspected an implant was loose, based on his findings on an x-ray taken during this first consult. Further testing was done, including a bone scan, which among other things, indicated that "images show significant uptake around the knee prosthesis, more than typical, and most pronounced beneath the medial tibial plateau component and around the femoral component. This raises the possibility of loosening." During this time the patient had only about 35% left knee flexion. A complex total knee revision surgery was performed in 2022. Surgery notes indicate "there were areas of loosening involving both the femoral and tibial components". Between the original tkr (total knee replacement) and the revision surgery, patient had to quit their job due to immobility, go on disability and generally suffer pain & discomfort for 4 years. By not being able to bend their knee more than 35 degrees, they could not sit comfortably or walk properly, resulting in back and hip pain, too. They suffered loss of income, loss of social life, and more due to having knee surgery. The CT scan indicated "there is a left knee arthroplasty with cemented femoral and tibial components and patellar resurfacing. There is no evidence of peri prosthetic fracture. There is lucency along the bone-cement interface of the tibial tray, most pronounced at the posterior-medial aspect. This measures up to 3 mm in thickness." "There is no discreet lucency at the femoral component, but significant radiotracer uptake on concurrent bone scan." The nm bone joint scan noted the patient had pain in the left knee and the findings indicated a pattern suggesting synovitis. There was significant uptake around the left prosthesis, which indicated the possibility of loosening.

Manufacturer narrative:
Product complaint # :(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.